Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's stimulation was causing her to experience rib pain. X-rays revealed the patient's lead had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where an octrode lead was implanted. It was noted the patient's lamitrode lead was causing the patient's rib pain and the lead is not being used in her programs. However, the lead remains implanted. The patient reported effective stimulation postoperative and the issue is now resolved. The event date is unknown.